Event description:
Surgeon contacted by the local oncologist because according to him, the portacath had been fractured and was not functioning at this time. The oncologist requested that the non-functional portacath be removed and new one inserted. On (B)(6) 2011, the following surgical procedures were performed: removal of malfunctioning portacath and insertion of a new r subclavian vein power-pac port-a-cath was inserted under IV sedation plus local. The surgeon dictated that the original portacath was an r subclavian vein site device and the device was fractured in the mid portion of the catheter where it went underneath the r clavicle. The patient tolerated the procedures well with no complications. According to the oncologist, the first portacath was inserted in greenville, nc approximately 7 years ago and we don't have any specifics of this procedure.